Event description:
It was reported that the customer was hospitalized for low blood glucose. It was stated that 300.0 units of insulin were delivered into the customer's body. It was stated that the insulin pump alarmed button error. It was stated that the customer was sleeping and the parents found him with very low blood glucose, and realized that the reservoir was empty. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.